Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site with hospital visit. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the abdomen. The patient call her diabetic nurse who advised them to go to the hospital so they can make sure everything was ok with the patient. For treatment, a bolus of 5.0 units of insulin was administered, activate a new pod, she check her bg levels every two hours and gave another bolus of 3.0 and 6.0 units of insulin. There were no further information regarding the hospital visit.